Event description:
A night light was found broken on a stryker secure bed. The plug in part of the light is still plugged into bottom of bed, with the top part missing. It is a potential shock hazard. It has 120 volts going into it.